Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was 127 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated the device was dropped a couple days ago, hit the bathroom floor. The customer stated the drive support cap is protruded. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm during seating the force sensor didn't detect the reservoir. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked reservoir tube, a cracked reservoir tube window and broken battery tube threads.